Event description:
It was observed during the device evaluation, that the distal end of the bronchoscope was burnt.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a high-energy treatment device (such as a laser or high-frequency device) was used without maintaining a sufficient distance from the tip. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): chapter 3 "preparation and inspection", section 3.3 "endoscope inspection of the entire endoscope" chapter 4 "usage", section 4.3 "usage of treatment devices radiofrequency ablation, laser ablation." Olympus will continue to monitor field performance for this device.